Event description:
Patient reported to have undergone total shoulder arthroplasty on (B)(6) 2009. Subsequently, patient alleged that a revision procedure was scheduled with a different surgeon for (B)(6) 2012 due to peg fracturing and disassociating from the stem. A review of invoice history confirmed the primary procedure. No further information regarding the revision procedure has been provided to date.

Event description:
Patient reported to have undergone total shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed (B)(6) 2013 allegedly due to humeral tray peg fracture and disassociation from the stem. The humeral tray and humeral bearing were removed and replaced. A review of invoice history confirmed the primary and revision procedures.

Manufacturer narrative:
Additional information confirming date of revision procedure was received.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02592 / 02593).

Manufacturer narrative:
Examination of returned device was inconclusive. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event ((B)(4)).